Manufacturer narrative:
Device evaluated by manufacturer: the implant was deployed and connected to the core wire as received. The implant measurement was consistent with the reported information. The hub, shaft, tip, core wire, and implant were examined. Anchor damage was found on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR:2134265-2016-12382. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 27 mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed too proximally and needed to be recaptured. High force was needed to recapture the closure device. The closure device couldn't pass the radiopaque markers on the was. The was also removed. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2016-12382. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed too proximally and needed to be recaptured. High force was needed to recapture the closure device. The closure device couldn't pass the radiopaque markers on the was. The was also removed. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.